Manufacturer narrative:
One opened knife in a blister was received for the report of a blunt knife. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The photos were reviewed by the manufacturing site. The eight photos are of opened knives, the reported product and lot information for this qs file is confirmed. The reported issue of a blunt knife cannot be confirmed on the knives in the photos. The returned sample was found to be visually and functionally conforming, therefore a blunt blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the third of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that five ophthalmic knives were blunt during separate intraocular lens (iol) implantation surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.